Manufacturer narrative:
(B)(4). The customer reported the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system (ntr 80811u173) is filed under a separate medwatch report.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first xtr clip delivery system (cds) was advanced and implanted successfully, without issue. To further reduce mr, a second cds (ntr 80811u173) was advanced and the leaflets were grasped successfully; however, leaflet injury occurred. The clip was not implanted and was replaced with an xtr clip (80726u230). The xtr cds was advanced, but there was difficulty grasping due to the anatomy and further leaflet injury occurred. The clip was implanted; however, mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Mitral valve injury (tissue damage) and worsening (unchanged) mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be due to challenging patient anatomy (posterior leaflet flail). The reported tissue damage appears to be due procedural circumstances (several leaflet capture attempts). The reported patient effect of worsening mitral regurgitation (mr) was a cascading effect of tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.